Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 597 mg/dl. It was reported that customer was released from the hospital after the removal of a bladder sling and was taken back to the hospital the next day due to high blood glucose and a bladder infection. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. The customer was treated with IV drip. The customer was wearing the insulin pump during the hospitalization. Customer was still hospitalized at the time of call and declined to check for leaks or air bubbles, site or insulin issues, and settings. Customer also declined high pressure test and tubing clamp was at home.